Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were intact, and the device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and ?power down, and no disposable? Alarm messages found. To conduct functional testing, two ?aa? Batteries were inserted into the device to power up and attached a cassette. Upon power up, customer problem was not duplicated during investigation. Found no disposable, high pressure, and key stuck alarm messages. Testing revealed the cause of the issue was a defective occlusion sensor. The downstream sensor and the keypad were replaced. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.